Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. Customer severely damaged the bottom door cover, both side covers and the door switch plate causing the rotor to never find it's home position. Adjusted the door switch and re-homed all encoders. The cover will need to be replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The issue was caused by damage to the covers by the customer. The damage leading to the gantry not closing occurred on (B)(6) 2024. There was no patient involvement when the covers were damaged.

Manufacturer narrative:
H3, h6: no hardware parts have been returned for analysis. B17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the gantry was not closing during a case. The site tried rehoming and hard rebooting, and the issue was unresolved. Medtronic imaging and navigation was aborted, and there was no reported impact to patient outcome.